Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio; 7.0; lab; 5.0(next day). Caller alleged imprecision with inratio. Results as follows: first test inr = 4.0; second test inr = 3.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060284: first test inr =4.0; second test inr= 3.4. Mean =3.7; sd =0.42; %cv =11%. The %cv is less or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: inratio; 7.0; lab; 5.0(next day); mean; 6.5; confidence limits; cannot be determined. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. The time between the lab and inratio was > 3 hours. Per tr0150, the comparison was considered invalid.